Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer used food and was given intravenous fluids and dextrose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump and reservoir will be returned for analysis.